Event description:
It was reported to philips that the allura device would not boot up. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the device did not start up and new license is required for host pc. No further information regarding the issue has been provided. No service has been performed by philips as the case has been cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.